Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that recurrent alerts were detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurements. Attempts to obtain additional information were unsuccessful. This device and rv lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was subsequently explanted due to the out of range shocking impedance measurements. The lead is expected to be returned for testing. This product issue will be updated when evaluation is complete.